Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had accuracy issue. There was patient involvement but unknown harm.

Event description:
It was reported that the device had accuracy issue. There was patient involvement but unknown harm.

Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2022-164791 is a concomitant. Please refer to manufacturer report number 2016493-2022-165019, which captured the correct suspect device per investigation report. H3 other text : see manufacturer narrative.